Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-13225. Related manufacturer reference number: 1627487-2019-13226. It was reported that the patient has not had effective stimulation for approximately one year (estimated event date (B)(6) 2018). Surgical intervention may be undertaken to address the issue. No other information at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The patient¿s weight was not released..

Event description:
It was reported that the ipg, leads and anchors were all replaced on 17dec2019. The physician noted that during the replacement procedure, an anchor was not locked, both set screws in the ipg header were not completely tightened, and one lead was halfway out of the header. Therapy was confirmed post procedure.